Event description:
A patient reported that they stopped using their byte treatment because their teeth were not progressing, and it was causing them too much pain. The patient went to their doctor, and they recommended them to stop using the aligners because they were causing damage to their gums and teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.